Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI# (B)(4). Reported event was confirmed with operative notes provided. Operative notes demonstrated that the patient had I & d surgery before deep infection was identified, and it was determined that not only the head and liner, but also the cup and stem needed revised. Review of the device history records identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet g7 shell cat#010000662 lot#6395394, biomet ringloc cat#31-323240 lot#949630, biomet taper sleeve cat#650-1064 lot#2955104, biomet head cat#650-1057 lot#2955098, zimmer bone screw cat#00625006530 lot#64228001, biomet liner cat#010000817 lot#6354149. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02327, 0001825034 - 2019 - 02328.

Event description:
It was reported the patient underwent primary left tha. Subsequently, the patient was admitted to the hospital approximately 2 months post implantation due to infection where patient underwent a two-stage revision secondary to the presence of (B)(6). Attempts have been made and additional information on the reported event is unavailable at this time.